Manufacturer narrative:
The returned controller passes visual and functional testing. System testing did not indicate any abnormal operation of the controller. Both ports perform proper mating and lock actions when the power sources are connected. The power connections with the controller are reliable. The reported event as described in the event details could not be replicated at the bench level. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Controller has not been received.

Event description:
It was reported by the vad coordinator that the patient was in the clinic and vad coordinator noticed bent pins on controller power port. The controller was exchanged with normal/expected alarms during the exchange. No further information is available at this time. Investigation is in progress.